Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 268 mg/dl. Technical support attempted troubleshooting steps, including checking for a power source connection and trying different wall adapters and charging cables. These efforts did not resolve the issue, so technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery and was instructed on how to return the malfunctioning pump to tandem.